Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 6 cm abdominal aortic aneurysm. The CT demonstrated that the aortic neck had shorted from 22 mm of good aortic neck, down to 6 mm with the diameter of the aortic neck changing from 23 mm to 24 mm to 30 mm below the renal arteries in a reverse funnel. The aortic neck diameter has changed from 45 degree to 55 degree in angulation. The patient had been treated previously for a large type ii endoleak with an artificial material used to block blood flow, generally for the treatment of abnormally formed blood vessels in the brain, in the aneurysm with the idea that this may stop the type ii endoleak. It was reported 52 months post stent graft implantation, the stent graft migrated with a type I endoleak. The aortic neck shorted, however the diameter of the aortic neck expanded resulting in a type I endoleak which there was not enough aortic neck space to treat with an endovascular repair. The patient refused open surgical repair at this time. The patient remained in the hospital and the aneurysm ruptured. The physician converted the patient to an open surgical repair with a conventional stent graft. The patient was reported to be in critical condition and no add'l clinical sequelae have been reported.

Manufacturer narrative:
Conclusions: (type ii endoleak, moderate angulation of the aortic neck, and disease progression resulting in aortic neck dilatation) (patient refused treatment prior to rupture).